Event description:
It was reported that the patient's vns device was removed due to patient picking/digging at the device causing an infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the return and evaluation would add no value to the investigation. No other relevant information has been received to date.